Event description:
It was reported that a spectrum pump displayed a white screen during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported condition was reproduced upon power up. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be the processor board. The processor board will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.